Manufacturer narrative:
(B)(4). This patient has a prescription for 2 cassettes; it is unknown at this time which cassette was involved in this incident. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4).on (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they were not made aware of a bag disconnecting and falling. The rn could not provide any details regarding the event. The rn stated they home patient (hp) had no injury or medical intervention from this incident.this complaint for a report of a connection issue was not confirmed due to lack of sample. However, per the complaint information the root cause of the connection issue was the supply bag fell and disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted global technical services (gts) requesting assistance to end therapy on the homechoice (hc). The cg stated the supply line bag fell and became disconnected. The cg stated the patient was connected at the time of the incident. The tsr advised the cg to start over with new supplies. There was no patient injury or medical intervention reported.